Manufacturer narrative:
The nail and three locking screws were returned to orthofix on (B)(4), 2008 and were examined by the orthofix engineering department. They were then sent to an external lab where they were subjected to chemical, mechanical, metallurgical and failure analyses which confirmed compliance with product specifications. No metallurgical defects were detected. The nail broke as a result of progressive fatigue failure, with origin and propagation due to repeated bending loads applied by the pt. Additionally, damage was found on one locking screw that could be related to cutting/manipulating procedures performed during the operation (not related to the nail breakage, as a result of orthofix analysis). According to orthofix medical director, dr (B)(4), this failure is due to an undiagnosed non-union. The pt has been walking on the nail for more than one yr. There has been a bending strain on the nail because of the valgus deformity. In addition, there are two distal locking screws but they are not in the nail. For this reason, the fatigue failure occurred in the nail and not in the additional two locking screws. As a result of orthofix root cause analysis, the problem occurred due to the fact that the fracture aws not stabilized and therefore not healed, and the fact that the locking screws were not inserted into the nail resulting in an excessive fatigue load. Thus, the problem resulted from a failure of the surgeon to apply the device correctly.

Event description:
The pt underwent an initial surgery for a femoral break on (B)(6), 2006. A cannulated femoral nail was inserted. The pt first reported pain in (B)(6) of 2007. Based on x-rays taken on (B)(6), 2008, the surgeon determined that the nail was broken and that both the distal screws were not inserted into the nail. The surgeon opted to re-operate on (B)(6), 2008, which we indicate as the date of the event as the date of the actual nail breakage is unk.